Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient dosed insulin based on a cgm reading of 15.0 mmol/l. He passed out and his wife took him to the hospital. His bg was checked there with a result of 1.4 mmol/l. He was given an IV dextrose drip, and reported that he was released 20 minutes later. His bg at the time of discharge was 6.5 mmol/l. He had removed the cgm sensor before going to the hospital, so no comparison cgm value was available at that time. At the time of the report he was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.